Manufacturer narrative:
Pump received with constant force sensor calibration alarm, problem isolated to mother board. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that case and thread was broken near battery compartment.